Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. Rationale: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the medical professional, the catheter will not go into the j loop.   Verbatim:  per rn cath won't go into jloop. Won't seal causing aerosolizing blood. Rn tried at least 2 times with separate caths.